Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified. No patient harm was reported. The philips remote service engineer (rse) inspected the system remotely and found that the live image monitor loses signal intermittently. The third-party service provider went onsite and found there was no signal on monitor, the video selector, coax video cable, fru ipb fox and ava board on ipb were found to be defective. To resolve the issue the third-party technician ordered all the parts and the part was replaced. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system loses the live image monitor signal intermittently. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.